Manufacturer narrative:
Date received by manufacturer: 18oct2019. Report date: 22oct2019. The customer confirmed the reported touchscreen calibration issue. The customer replaced the touchscreen to address the reported problem. The ventilator is back in service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the touchscreen would not calibrate. There was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 23sep2019.

Event description:
The customer reported that the touchscreen would not calibrate. There was no patient involvement.